Event description:
Upon removal, epidural needle broke apart from hub & was retained in patient's back. Patient was obese. Approx. 1/8" of needle was sticking out of patient's back and clincian was able to use hemostat to remove needle. Procedure had been completed. There were no associated patient complications reported.